Manufacturer narrative:
Device passed the displacement test and rewind test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm. No unexpected rewind anomalies noted. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s screen was hard to read. The customer's blood glucose value was unknown. Customer reported that batteries lasted less than 7 days and the insulin pump rejected the new batteries that were put in and insulin pump rewound slower than it has in the past. Customer declined troubleshooting. The device will not be returned for analysis.